Event description:
It was reported by service report that the foot left side rail is broken; the metal casting below the hoop is broken on one of the arms. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: siderail hoop.